Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is undetermined. The suggested events could be prevented for the following IFU description: ¿operation manual: important information ¿ please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 100s/nx®/100nx®: sterilization by sterrad® 100s/nx®/100nx® system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus. ¿

Event description:
The customer reported to olympus pieces were falling off in reprocessing. There was no patient involvement.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed black pieces falling from the bending cover. The bending cover was cracking on both sides and pieces were missing. In addition it appeared the objective lenses had bad glue. The angulation lock force was insufficient to hold each angle to maximum. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.